Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified coronary artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for pre-dilatation; however, the balloon ruptured. The device was simply and completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded. There are numerous hypotube kinks. Microscopic examination of the balloon revealed a 8.5mm longitudinal tear starting at the proximal markerband. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified coronary artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for pre-dilatation; however, the balloon ruptured. The device was simply and completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.